Event description:
The clinic reported that a laser vision correction patient was presented with corneal abrasions on the left eye (os) at 3 day post op. The surgery center provided instructions to the patient to continue present medication (cpm) of muro 128 (sodium chloride hypertonicity ophthalmic solution) four times a day (qid). At the 3 day post op exam, the patient described the left eye¿s vision was blurry. The patient did not experience loss of best corrected visual acuity (bcva). Through follow up, the surgery center indicated the corneal abrasions and blurriness lasted more than one week to heal. There was no medical or surgical intervention reported.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.